Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to mannitol not being on the tip of the lead. It is unknown if it was off in the package or pulled off while taking the lead out of the package. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to mannitol not being on the tip of the lead. It is unknown if it was off in the package or pulled off while taking the lead out of the package. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to mannitol not being on the tip of the lead. It is unknown if it was off in the package or pulled off while taking the lead out of the package. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.